Manufacturer narrative:
Report date: (B)(6) 2019. The device was evaluated by the field service engineer and the reported issue was not confirmed. The field service engineer performed maintenance on the device and no issues were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
The customer reported that the device keeps giving a correct mask message. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.